Event description:
Two patient samples with discrepant results. Patient 1, initial total bilirubin gave 1.9 mg/dl; repeat gave 17.3 mg/dl. Patient 2, initial alt gave 0 u/l; repeat gave 10 u/l. Erroneous results were not reported. Although the exact root cause was undetermined, the field service rep instructed customer to replace the sample probe and check probe alignment. Performance tests were performed and within specification.